Event description:
It was reported that: extremely torturous anatomy. Manta may have been deployed in the iliac. Patient needed a covered stent to achieve hemostasis. Additional information: during a tavr procedure on the (B)(6) 2023, ultrasound and micro puncture were utilized to gain access in the right common femoral artery. Vessel size was 7mm and was reported to be extremely tortuous with no calcification. Measured depth for the manta was 4+1cm. It was reported that the physician assumed that the device deployed in the illiac artery. After reviewing the angiography the anchor was located and a covered stent was placed. The tortuous anatomy was assumed to have been straightened by the numerous sheaths used in the tavr procedure and possibly led to the alteration of the closure location. The patient was reported as stable post procedure and experienced no harm from this event.

Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. A CT scan photograph was received by vsi and exhibits very tortuous vessels. The device lot history record review for lot number mn2301498 manta 14f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, access was gained utilizing ultrasound and micro puncture. Arteriotomy was 7mm, with no calcification, extreme tortuosity, and a measured depth of 4cm + 1cm. Following a tavr procedure where numerous sheath exchanges occurred, a 14f manta was deployed for closure in the right common femoral artery. Following deployment, the pressure was held, and pulsatile flow was not seen. The physician assumed the device had been deployed into the iliac artery. A post-procedure angiogram review located the manta anchor, and the physician deployed a covered stent, achieving hemostasis. The patient did not experience any harm, injury, or health consequence from this event and the patient outcome post-procedure was stable. The physician assumed the tortuous anatomy had been straightened by the numerous sheath exchanges used during the tavr procedure and possibly led to the alteration of the closure location. The root cause of the extended hemostasis requiring a covered stent is likely due to poor patient selection, having heavily tortuous vessels potentially causing the manta implant not to catch on the vessel properly during deployment, and causing an ineffective seal at the access site. The IFU warns not to use manta in patients if there is marked tortuosity of the femoral or iliac artery. As a precaution, if bleeding from the femoral access site persists after using the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Event description:
It was reported that: extremely torturous anatomy. Manta may have been deployed in the iliac. Patient needed a covered stent to achieve hemostasis. Additional information: during a tavr procedure on the (B)(6), 2023, ultrasound and micro puncture were utilized to gain access in the right common femoral artery. Vessel size was 7mm and was reported to be extremely tortuous with no calcification. Measured depth for the manta was 4+1cm. It was reported that the physician assumed that the device deployed in the illiac artery. After reviewing the angiography the anchor was located and a covered stent was placed. The tortuous anatomy was assumed to have been straightened by the numerous sheaths used in the tavr procedure and possibly led to the alteration of the closure location. The patient was reported as stable post procedure and experienced no harm from this event.